Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings that relate to the reported issue.

Event description:
The patient reports undergoing cataract surgery with implantation of the crystalens iols in both eyes. Postoperatively, the patient complained of difficulty driving due to moderate halos. The patient was prescribed glasses for vision correction. The cause of the halos is unknown. Approximately one year postoperatively, the patient reports having a piggyback lens implanted to address a refractive error and now reports having problems with near vision. Reference MDR 2031924-2010-00170.